Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device's screen appeared with a purple background (image quality issue). There was no patient impact, no harm reported due to the event.

Event description:
It was reported " that the screen appears with a purple background (image quality issue)". There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned, however, it has not yet been received for evaluation , the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.